Manufacturer narrative:
Patient did not require medical treatment. Meter was not returned for evaluation.

Event description:
Consumer states the ibgstar meter readings were too high compared to a different system. Caller states she gave herself too much insulin based on the ibgstar reading and subsequently became hypoglycemic.